Manufacturer narrative:
Device analysis report attached. This report is submitted on august 26, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). This report is submitted on september 28, 2022.